Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, 8mm long bipolar grasper instrument was found to have broken conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Additional findings not related to customer reported complaint: the instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noticed out of the ordinary. There was no loss of cautery.

Event description:
Refer to h11 for follow-up information.